Event description:
Customer reports that belt clip broke and was requesting replacement. Customer reports that blood glucose was 32 mg/dl. Belt clip would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.